Event description:
Complainant alleged that while attempting treating a male patient, the device's display blanked out after defibrillating the patient at 120 joules. The clinician indicated that the device was powered off/on and it powered up successfully. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.